Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 108 mg/dl at the time of t call. The customer¿s parent stated that the insulin pump had a recurring motor error alarm during basal delivery. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process in the past. Customer had a low blood glucose of 40 mg/dl on (B)(6) 2017 and treated with food and customer was disoriented and could not stand up. Customer had a low blood glucose of 42 mg/dl and was treated with food and the blood glucose was at 100 mg/dl the next morning. On (B)(6) 2017 customer had a high blood glucose of in the 200 mg/dl and treated with insulin pump. No high and low blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.